Manufacturer narrative:
(B)(4): information unavailable. The device was not returned. Device remains implanted.

Event description:
It was reported through the (B)(6) registry, post implant of the swedish adjustable gastric band, the patient was hospitalized between the (B)(6) 2010 for pain due to hepatic colic. There were no other reported patient complications. The band remains implanted.